Event description:
It was reported that during a nephrectomy the stapler jammed and then locked up after apparent firing. Could not close. Had to remove from lap port. Battery demonstrated extreme heat. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2022. D4: batch # 212a84. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition a trocar (conmed brand) inserted in the device not able to be removed at any point from this one due to the anvil was observed deformed. Also the trigger and anvil was noted to be in close position, the knife was partially advanced for this reason the clamp was unable to be opened. Device could not be unclamped and the knife foot was slightly distal of home. Run reverse button with a fresh test battery, knife successfully returned upon triggering of reverse button, unclamped device successfully. One gst60b reload loaded in the device. The reload was received fully fired and upon gross inspection, clear damage to the reload deck and several drivers were damaged/deformed. Malformed, partially formed, and fully formed b-form staples were observed adhered to the device channel and the cartridge. No functional test was performed due the condition of the device. Cannot confirm the complaint as the device was already clamped/closed, contrary to the complaint. It was clamped but the anvil became damaged and could not be removed from the trocar as a result. Battery was not returned so the cause of high heat could not be investigated. A different battery was used in this device to cycle the knife and excessive heat was not observed. It is noted that in the event of high amounts of load on the motor, as can be the case when the knife pushes through the coined surface of the anvil, the motor will draw increased current and thus heat up more. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.